Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called reporting low flows. The patient was admitted with low flow hazard alarms. The pump parameters were all decreased at that point. The signs of hemolysis were negative, anticoagulation was in normal range, and bridging argatroban was started. A computed tomography (CT) scan was performed and a suspected obstruction of the outflow graft was observed. The patient went for an outflow graft revision and this was confirmed during the surgery. The obstruction was between the outflow graft and the bend relief by albumin formation. The surgeon removed the formation and the pump was increased back to normal values. The patient was transferred to the ICU in stable condition and was extubated that afternoon.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed through this evaluation as the device remains in use and no images were provided for review. Review of the log files provided by the account confirmed low flow hazard alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account reported that following the removal of the outflow graft obstruction, all pump parameters returned to normal values. The submitted log files collectively contained data from 13:12:29 on (B)(6) 2021 through 11:38:22 on (B)(6) 2021, per the timestamps. Low flow hazard alarms were captured on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.3-2.4 lpm. The observed events did not appear to be associated with elevations in pump power or pi events. No other atypical events or alarms, or fluctuations in pump parameters were captured. Despite the observed events the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The account reported that the patient called the clinic with complaints of several low flow events at the beginning of the week. The patient was admitted to the hospital on (B)(6) 2021 with multiple low flow hazard alarms and all pump parameters were noted to be decreased at the time. Signs of hemolysis were negative, and anticoagulation was in the normal range. For bridging, agatroban was started. A computed tomography (CT) scan was performed, and a suspected outflow graft obstruction was observed. The patient was sent for an outflow graft revision and an obstruction between the outflow graft and bend relief from an albumin formation was confirmed during the surgery. The surgeon removed the formation and pump parameters increased back to normal values. No further observations were noted. The patient was transferred to the intensive care unit (ICU) in stable condition and was extubated directly the same afternoon. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21feb2013. The heartmate ii lvas IFU, document (B)(4) and the heartmate ii patient handbook are currently available. Section 5 ¿surgical procedures¿ outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under ¿attaching the sealed outflow graft¿, cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The user is instructed to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿, explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.